Event description:
It was reported that on an unknown date, hand piece for battery powered drivers discovered not working in sterile processing. There was no patient impact.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: product investigation: service and repair evaluation: the customer reported that on an unknown date, bpd's discovered not working in sterile processing. The repair technician reported fast forward did not run, forward was low, reverse was intermittent, discolored wires and vent, damaged switch plate and set screw opening of the housing, debris on barriers, grinding bearings. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot ==> "the previous service event for part number 05.000.008 with lot number(s) 004273 has been reviewed. The customer called in a service request for this item on 9-sep-2024 for not working in sterile processing. The item was previously returned for service on 18-feb-2014 due to motor failure. The previous service condition of motor failure is not relevant to the current complained issue of not working in sterile processing. The manufacture date of this item is 11-jul-2011. The service history review is unconfirmed. "